Event description:
It was reported that the 7900 system would intermittently not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The data log was reinstalled during the service call. The system was tested and found to be working and put back into service.